Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the presidio coil (pc410073030/c23071) was stretched when struggling to insert the coil. At the time of initial contact the product was available for return.

Manufacturer narrative:
2/11/2016: the product was returned to the decontamination facility entangled with the pouch discarded. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the damaged coil was entangled around the device poisoning unit (dpu) and the introducer sheath. The knotted coil damage could have only occurred post-procedurally. As viewed through the returned packaging, it was found that the dpu has buckling damage between the marker band and the distal tip of the dpu. As viewed through the returned packaging, it was found that the core wire was bent in two places. Located 8.0 centimeters off the distal tip of the dpu is a kink on the core wire. Located 2.5 centimeters and 1.0 centimeters are two section of buckling damage. Located 16.7 centimeters off the proximal end is a kink on the core wire. Located at the distal tip of the skive, the core wire protrudes through the sheath. The coil has retained its secondary looping. The coil¿s socket ring has been pushed down inside the outer sheath. This caused a loss of concentricity between the distal tip of the dpu and the proximal end of the coil. It also caused the articulating junction to now be in a fixed state. The coil stretching was caused by compression and buckling and was found in only one location. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edge elevated above the surface plane. The locking mechanism has compression and stretching damage. Mechanical sheath damage caused by the resheathing tool was found at the protrusion site. No manufacturing defects were found. Due to post-procedural cleaning, handling and packaging, the exact circumstances of all unreported damage found to the unit cannot be determined. The complaint of the coil stretching and the introduction difficulty into the unidentified microcatheter is confirmed. The most likely root cause of a portion of the coil and dpu damage in combination with the introduction difficulty into the microcatheter most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced a portion of the coil damage, buckled the dpu in multiple locations, pushed the coil¿s socket ring down inside the outer sheath, and may have caused the core wire to protrude outside the sheath, therefore due to significant binding action the coil could not be properly introduced into the unknown microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.